Event description:
It was reported the patient experienced inappropriate groin stimulation. X-rays confirmed lead migration. Subsequently, surgical intervention was taken to explant and replace the scs lead which resolved the issue. The ipg was also electively replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.